Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away. Cause of death is unknown. The pump has not been returned; however, tandem expects to receive an upload of the pump¿s history log for review.

Manufacturer narrative:
Review of the pump download shows increased insulin delivery in response to persistent hyperglycemia as verified by cartridge decrease in fill, both through manual boluses as well as automated increases in basal rate and automated boluses, showing pump and algorithm functioned as intended. Based on continued hyperglycemia despite increased insulin delivery, the underlying cause was likely infusion set cannula was not in place or not inserted properly.